Manufacturer narrative:
Complaint confirmed. Tested returned unit. No manufacturing parameters found out of spec and retain panasonic battery voltage was measured at 3.000 v. Did observe battery icon and booklet icon while strip was inserted icon to appear on the display and give e-3 errors. However, uom was selectable and was received at mmol/l. No errors were observed in the error log indicating battery drop. Meter is operable. Customers and retailers have been informed through the fa16may2006 letter.

Event description:
A customer reported that their freestyle meter displayed an error 3 message. The meter was returned and through the course of testing the meter was discovered to suffer the memory overwrite malfunction on 21 nov 06. There was no report of death, serious injury or mistreatment.